Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: insufficient information. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast reconstruction surgery with implantation of a 430cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient underwent left-sided exchange with a mentor gel implant on (B)(6) 2025, for an undisclosed reason. However, during the surgery, a ruptured left implant was discovered. There were no reported procedural delays or patient consequences/harms.

Manufacturer narrative:
On january 06, 2026, the mentor analysis lab received the suspect medical device for evaluation. On january 12, 2026, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted visual inspection and leak testing of the device. Visual analysis of the returned device revealed that the gel was observed white. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Discoloration of the implant as observed in the sample returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast gel implant in vivo in the scientific literature. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).